Event description:
The pump was returned for multiple 'loss of prime' warnings. Evaluation revealed that the force sensor was out of calibration. This report is being made based on results of investigation.

Manufacturer narrative:
Correction number: 2531779-03/24/2010/003-r. This report is made based on results of investigation completed on (B)(4) 2011. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that 'loss of prime' warnings had occurred which could not be duplicated during testing. During evaluation the force sensor assembly was found to be damaged. Contamination was found on the force sensor assembly, and the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.